Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: about 2cm of distal portion of flowport cannula broke during insertion¿- excessive force was not used as we even used the capsule punch first. The broken portion continued to move deeper into the socket¿-43 minute surgical delay trying to get the broken fragment out. Also the second cannula in the set had heavy fraying at the distal end. Also will be sent in. The failure(s) identified in the investigation is consistent with the complaint record. Concerning the first cannula, the probable root causes could be: 1) manufacturing issue or 2) excessive force applied on device. Concerning the second cannula, the probable root cause could be that it came into contact with a cauterizing instrument. Concerning the obturator, the probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved and the procedure was completed successfully.